Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection revealed no physical damage. The event history log confirmed a record of error code 1836 that occurred during pump operation. Functional testing was unable to replicate the reported issue. The root cause was determined to be a possible defective motor or rotation detection sensor. Preventively, the motor and rotation detection sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited lec1836. Per reporter, log analysis is required. There was patient involvement and no patient harm/adverse event reported.